Event description:
It was reported that a pump module had unresponsive keypad found when attempting to clear two air-in-line alarms. The first time module restarted once taken off and then reattached to the brain, the second time the clinician was unable to perform any functions on the module. There was patient involvement, but no patient impact was indicated.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that a pump module had unresponsive keypad found when attempting to clear two air-in-line alarms. The first time module restarted once taken off and then reattached to the brain, the second time the clinician was unable to perform any functions on the module. There was patient involvement, but no patient impact was indicated.

Event description:
It was reported that a pump module had unresponsive keypad found when attempting to clear two air-in-line alarms. The first time module restarted once taken off and then reattached to the brain, the second time the clinician was unable to perform any functions on the module. There was patient involvement, but no patient impact was indicated.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, report source, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.